Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7081703.

Event description:
It was reported that the patient was not getting optimal pain relief due to lead migration. The patient underwent an lead replacement procedure and was doing well postoperatively. The explanted lead was not released per facility protocol.

Event description:
It was reported that the patient was not getting optimal pain relief due to lead migration. The patient underwent a lead revision procedure and was doing well postoperatively. The leads remain implanted.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, d6b and h6 (impact codes).